Manufacturer narrative:
(B)(4).

Event description:
It was reported the balloon ruptured. The target lesion was located in a severely calcified vessel. The physician attempted to use a non bsc device to cross the lesion but was unsuccessful. A threader mr 1.2mm x 12mm balloon catheter was then advanced to the lesion, inflated and ruptured. The complete device was removed from the patient and the procedure was completed with a 1.25 rotablator. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified solidified blood in the balloon. Magnified inspection identified a pinhole in the balloon material at the markerband. Examination of the rest of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the balloon ruptured. The target lesion was located in a severely calcified vessel. The physician attempted to use a non bsc device to cross the lesion but was unsuccessful. A threader mr 1.2mm x 12mm balloon catheter was then advanced to the lesion, inflated and ruptured. The complete device was removed from the patient and the procedure was completed with a 1.25 rotablator. No patient complications were reported and the patient status was good.